Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted customer service to report that the patient is allergic to the 4x4, island dressing, sterile. She does not need anything replaced, she just wanted to make us aware. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).